Event description:
Initiator stated that a comparison between the pt's surestep meter and a hcp meter (while in a fasting state) was 118 mg/dl (ss) and 92 mg/dl (hcp) respectively (28% difference). No symptoms were reported. Control solution test result (96) was low - out of range (97-146). There was no allegation of harm.